Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the units involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure. Both head sensors were tested and sat in idle for five hours without any errors or issues. Both unit will be scrapped as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted cholecystectomy surgical procedure, the surgeon was unable to go into following mode. There was a message obstruction in the viewer displayed on the screen with no obstruction present in the console viewer. With the assistance of technical service engineer (tse) the site rebooted, cycled all breakers, and ensured no one was near the console viewer. However, the same symptom appeared again. At that time the surgeon elected to convert and complete the case using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported failure. To resolve the issue, the fse replaced the head sensors.